Event description:
The customer stated that her contour gave a blood glucose reading of 169 mg/dl and her freestyle gave a reading of 405 mg/dl. The difference between the two readings fall int the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The meter and strips are to be returned for evaluation, and a replacment meter and strips will be sent.